Event description:
This pt was no longer able to hear with their cochlear implant, after sustaining a blow to the head (date unk), using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs. Explantation/reimplantation surgery was completed successfully.